Event description:
Customer reported that the t:slim x2 pump battery was not charging despite using the appropriate tandem charging accessories for a sufficient duration. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advising the customer to use a backup insulin pump in the meantime. The customer was informed about the steps required upon receiving the new pump and coordinated the pump return process, including allowing the old pump battery to fully deplete before sending it back to tandem.